Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a blockage at site which led to high blood glucose. The same was treated by correction bolus via multiple daily injection. No further information was available.